Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the system experienced repeated error 32101 on the patient side cart (psc). The technical support engineer (tse) was contacted and advised the customer to move the psc manually and perform a hard power cycle, but the issue persisted. The tse reviewed the error logs and confirmed repeated recoverable error 32101. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system was powered on without any errors. There was no patient injury and no post-operative complications due to the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse found that the error was caused by the cart drive power line on the left side of the patient cart. Therefore, the fse replaced the cart drive, but the issue was not resolved. After, the fse replaced axes controller platform (acp) 1, which resolved the issue. The system was tested and verified as ready for use. Isi has received the axes controller platform (acp) and left cart drive assembly for further evaluation; however, the evaluation has not been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 32101 - arm fault reaction logic (frl) hit because of a high-side switch error on axes controller platform (acp) 1 and an error pointed to +48v to left drive motor related to the customer reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to repeated recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the left cart drive assembly involved with this complaint and completed the device evaluation. Failure analysis could reproduce the reported complaint. The cart drive assembly was installed on an in-house system and attempted to run the system diagnostic test engineering (dte) application. After the dte application started, there was an error on the system which could not be recovered. Upon log review, error 32101 displayed. Gear motor will be replaced as a fix. Root cause of the reported issue was attributed to a component failure. Additionally, isi also received the axes controller platform (acp) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The acp board was installed into an in-house printed circuit assembly (pca) xi system. The system failed at start up patient side cart (psc) with error 32101. A root cause of the reported failure was attributed to a component failure.